Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Product analysis: the suspect device was discarded and; therefore, product analysis could not be performed and the patient summary was not provided for anatomical review. However, 12 procedural images including fluoroscopic cine loops were provided for medtronic review. Review of the procedural images showed the valve deployment which appeared to run smoothly. In the second image a dislodged valve was observed. The dislodgement caused by nose-cone entanglement with the valve was not recorded. However, a procedural image features the second evolut valve being deployed in the annulus and inside the first evolut frame. Prosthetic valve migration/embolization is listed in the evolut¿s instructions for use as one of the potential adverse events and re -positioning precautions. Migration/valve dislodgement of the valve can be caused by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-implant balloon dilation complications. The most likely root cause of the valve dislodgement was nosecone entanglement during the withdrawal of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implantation of an evolut pro+ 29 millimeter valve, while attempting to withdraw the nose cone of the delivery catheter system (dcs) through the implanted valve, the valve dislodged higher into the ascending aorta. The valve was left in place as it remained stable and well-fixed, and the patient had coronary bypass grafts originating 45 millimeters above the annulus. A second valve was then successfully deployed at the level of the annulus using a new dcs and compression loading system. Additional information was received to report vascular access was achieved via the right femoral artery. Per the physician, the nose cone of the dcs was centered within the inflow portion of the valve frame, but not sufficiently as the confida guidewire was still coiled in the ventricle and formed a loop. The physician indicated the nose cone may have pulled on the valve frame, or there could have been a waist formation visible in the right anterior oblique view that went unnoticed, as the final deployment was performed in the left anterior oblique projection.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut pro plus valve; product ID: evproplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2025; other medical products in use during the event include: product ID: l-evprop23-29 (lot: 0012494698); product type: 0195-heart valves; implant date: non-implantable device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implantation of an evolut pro+ 29 millimeter valve, while attempting to withdraw the nose cone of the delivery catheter system (dcs) through the implanted valve, the valve dislodged higher into the ascending aorta. The valve was left in place as it remained stable and well-fixed, and the patient had coronary bypass grafts originating 45 millimeter above the annulus. A second valve was then successfully deployed at the level of the annulus using a new dcs and compression loading system.